Event description:
It was reported that pump charge port was loose and pump sometimes did not charge. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional corrective actions or outcomes were reported.